Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that approximately 15 minutes after insertion by the nurse, the balloon burst. It was further reported that the nurse used and insertion set. It was reported that the nurse could not verify the integrity of the balloon (due to the appearance of the catheter after removal) and that no verification of the presence of any piece of balloon was made in the bladder of the patient.